Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery about 1 month ago and is just beginning ccpd therapy again. Upon follow-up, the patient's pd registered nurse (pdrn) revealed the patient was experiencing frequent drain complications, as well as abdominal pain (date not provided). The nephrologist ordered a computed tomography (CT) scan of the abdomen, and the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd therapy. On (B)(6) 2021, the patient underwent an outpatient umbilical hernia repair and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital the same day and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, there was no evidence a malfunction or deficiency of a fresenius product(s) and/or device(s) occurred; however, the formation of the patient's umbilical hernia occurred since the patient began pd therapy. The patient tolerated outpatient hd therapy without issue and resumed pd therapy on (B)(6) 2021. The pdrn stated the patient resumed utilizing the same liberty select cycler as before surgery and is recovering from the events. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).